Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient tested 2.0 inr on the coaguchek xs system at 14:00. The patient went to the hospital where he was diagnosed as having had a transient ischemic attack (tia). Laboratory comparison returned as 1.6 inr around 17:00. Type of medical treatment was not provided. Requested return of suspect system and replacement was sent.